Event description:
The ventilator stopped ventilating the patient during a back up generator test. The ventilator gave the pf error alarm. Power was still applied to the ventilator and all values on the front panel display read zero. The generator delivered 143vac to the circuit. There was no patient injury.